Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy stent was advanced for treatment. However, the device would not track over the wire. The device was removed and the stent was found deformed on the balloon. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 10:13 am CT. The report number is being corrected from: 2134265-2018-64051 to: 2134265-2018-63096.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy stent was advanced for treatment. However, the device would not track over the wire. The device was removed and the stent was found deformed on the balloon. No patient complications were reported. Synergy ii us mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent struts were damaged with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The device was loaded onto a recommended 0.014 inch guidewire with no issues. No other issues were identified during the product analysis.